Manufacturer narrative:
On-site investigation was performed. The claimed issue was reproduced during troubleshooting. According to received information in service report, control printed circuit board (pcb) and pressure transducer pcbs were replaced to solve the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. There was no patient involvement. If a defect related to the disabled valves error appeared during ventilation, ventilation will stop and audiovisual alarm will be generated. Valves disabled alarm shall be triggered when a low level of the signal disable_valves.l is detected during a period longer than 11.0 ± 0.1s (the valves_disabled signal has stopped power supply to gas modules and safety valve). This can happen if the breathing subsystem is not working properly or deliberately has shut down the ventilation due to internal problems. Control pcb contains electronics (including microprocessor) responsible for i.a. For inspiratory pressure regulation which can be used during inspiration time in any mode. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. Unfortunately, defective parts and device logs were not available for further investigation. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to control pcb and pressure transducer pcbs.

Event description:
Manufacturer's ref. #(B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating disabled valves. There was no patient harm. Manufacturer's ref. # (B)(4).